Event description:
This complaint is from a literature source. It was reported that one patient developed femoral artery pseudoaneurysm which did not require further intervention. There were no signs or symptoms of acute ischemia, including st- segment changes on ECG or wall-motion abnormality by intracardiac echocardiography in any patients. Title: ¿ventricular arrhythmias from the coronary venous system: prevalence, mapping, and ablation.¿ the purpose of this study was to identify the prevalence and effective mapping/ablation strategies for idiopathic ventricular arrhythmias mapped to the coronary venous system. The study was conducted between january 2007 and june 2012. The 47 patients with frequent symptomatic ventricular premature depolarizations (ventricular premature depolarizations; >7500 per 24 hours) or sustained ventricular arrhythmias with site of earliest activation inside the branches of the coronary sinus after detailed activation mapping of the adjacent endocardium of the right ventricle and left ventricle as well as the aortic sinuses of valsalva were retrospectively analyzed. Other adverse events were reported in this article: one patient pericardial effusion; one patient coronary artery stenosis. Suspected device is thermocool, however catalog and lot number are unknown. Other bwi products were used during this clinical trial: carto mapping system. Other company¿s devices: 8fr intracardiac echocardiography catheter (acunav, siemens medical), navx (st. Jude medical), 4fr decapolar catheter (st. Jude medical).

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided] by the customer. Since the lot number is unknown, the full UDI number cannot be provided. Concomitant products used during this clinical study: carto mapping system. Other company¿s devices used during this clinical study: 8fr intracardiac echocardiography catheter (acunav, siemens medical), navx (st. Jude medical), 4fr decapolar catheter (st. Jude medical). (B)(4).